Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) intrinsic amplitude is out of range on the left ventricular (lv) lead. The measured amplitude is currently at 1.8mv (millivolts), compared to implant the day before at 10.8mv. It was noted the impedance is normal and the lv threshold was not measured due to left ventricular automatic threshold (lvat) test is not activated. Further review was recommended. Additional information received advised the presenting electrogram (egm) shows a possible loss of capture (loc) on the lv lead. The previous presenting egm was compared to the current egm and there appears to be a change in the lv to right ventricular (rv) timing. There was no lv offset programmed. Further review was recommended. The device and lead remain in service. No adverse patient effects were reported.